Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿total hip arthroplasty using a cementless dual-mobility cup provides increased stability and favorable gait parameters at five years follow-up¿ by a. Acker, et al, published by orthopaedics and traumatology: surgery and research (2017), vol. 103, pp. 21-25, was reviewed. The authors performed a retrospective case control study to answer: (1) is gait better in patients following tha with a dual-mobility cup than in frail, elderly patients of the same age? (2) are clinical outcomes better in patients following tha with a dual-mobility cup than in frail, elderly patients? (3) what is the dislocation rate following tha with a dual-mobility cup? The authors compared 22 depuy gyros dual mobility cup thas after primary or revision surgery with a control group of 77 frail elderly patients without thas. The manufacturer of the components revised were unknown. The femoral stem used in the study was unknown. Implanted depuy products: gyros dual mobility cup which included a polyethylene liner and femoral head. Results: all gait parameters were better in the dual-mobility group compared to the frail elderly group. The dual-mobility group had a higher cadence, stance, shorter double stance, longer stride, and faster walking speed. Range of motion of the shank, thigh and knee were better in the dual-mobility group. Harris hip scores improved in all dual-mobility patients. There were no dislocations in the dual-mobility hips. There was one intraoperative acetabular fracture that required no treatment. There were 7 mispositioned cups identified on radiologic studies. The mispositioned cups were asymptomatic and required no medical or surgical intervention. Captured in this complaint: gyros dual mobility cup. The head, liner, and cup are all coded for intraoperative acetabular fracture due to the intraoperative technique used to seat the cup. There were 7 mispositioned cups that required no intervention.